Manufacturer narrative:
(B)(4).

Event description:
It was reported that the patient experienced diaphragmatic stimulation, when the physician turned on the algorithm, then decided to turn it off. The lead was extracted without use of laser, a stylet or guidewire could not be inserted. A new lead was implanted successfully. The diaphragmatic stimulation was resolved and was stable post procedure.